Event description:
It was reported that a sterile repeater pump tube set was leaking from an unspecified location. The leak was observed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. H4: device manufactured between march 19, 2021 to march 23, 2021. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the picture was performed with the naked eye and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.